Event description:
A hospital in (B)(6) reported via a distributor that three (3) mr290 autofill humidification chambers cracked after several hours of use. No patient consequence was reported.

Manufacturer narrative:
()B)(4). Two of the three complaint chambers are available for investigation. The third was discarded by the hospital. The chambers are currently en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow-up report upon receipt of the devices and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that three (3) mr290 autofill humidification chambers cracked after several hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two of the three complaint chambers were returned to fisher & paykel healthcare ((B)(4)) for investigation. The returned chambers were visually inspected for damage. Results: both of the chambers were cracked on the front baffle, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 091004. Conclusion: cracks in the chamber dome may occur if the chamber is impacted or used outside of the recommended settings. The mr290 user instructions advise the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. Fisher & paykel healthcare requested the ventilator settings, however the distributor advised that the hospital did not want to provide any additonal information. Without information regarding the usage of the chambers, we are unable to determine the root cause of the cracks.